Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction did not recur. The customer was informed to continue using the pump and to contact support if the issue reappeared, which the customer acknowledged.